Manufacturer narrative:
During the preventive maintenance, the thermogard xp ivtm system (sn (B)(6) ) did not pass functional testing due to significant corrosion in the pipes and persistent dirtiness of the coolant despite multiple water changes. The cooling engine needs to be replaced to address the observed issue. Upon visual inspection, a crack on the top lid was noted. The top cover needs to be replaced to address the observed physical damage. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard xp ivtm system with sn (B)(6).

Event description:
During the preventive maintenance, the thermogard xp ivtm system (sn (B)(6) ) did not pass functional testing due to significant corrosion in the pipes and persistent dirtiness of the coolant despite multiple water changes. Furthermore, the top lid was found to be cracked. No patient involvement.